Event description:
Patient reported that while she was changing her insulin cartridge and retracting the device's piston rod, the piston rod stopped at the halfway point. The device motor ran, but the piston rod did not spin, and no error was generated by the device. Patient switched to back-up device.

Manufacturer narrative:
The anti-twist plate case was broken due to an external mechanical force the broken piece did not allow the piston rod to fully retract.